Event description:
It was reported that the patient experienced syncope during an episode of ventricular tachycardia (vt) with premature ventricular contraction (pvc). The vt episode was detected but treated unsuccessfully with two attempts at anti tachycardia therapy (atp) followed by a successful shock to sinus rhythm. During the vt, one beat was undersensed. Therapy was not significantly delayed. The patient fell to the ground as a result of the syncope but was able to pick themselves up and was recovering. The patient was stable.